Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 6.2, lab: 3.6. Results done within 15 minutes of each other. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.